Manufacturer narrative:
The reported complaint of a tcmid: 04 (ce response timeout) error message on the display panel screen of the thermogard console (sn (B)(4)) was observed during functional testing and during review of the event log. The root cause was due to a short circuit inside the lm 34 temperature sensor. Upon visual inspection no physical damage was observed. A review of the event log was performed and found tcmid: 04 error to have occurred on the reported event date. After replacing the lm 34 temperature sensor, the console passed all testing criteria and meets performance specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
The thermogard console (sn (B)(4)) displayed a tcmid 04 (ce response timeout) error message on the display panel screen. User was unable to clear the error. The reporter was unable to specify if the issue occurred during device check or patient use. No known impact or patient consequence was provided.